Manufacturer narrative:
Additional information : device manufactured between august 27, 2018 to august 28, 2018. Eight (8) devices were received for evaluation. Unaided eye visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon functional testing it was observed that there was leakage from the spike port at the spike port cap of all 8 samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) units of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered during compounding and prior to patient use. There was no patient involvement. No additional information is available.